Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Event description:
A medtronic representative reported that during a cranial biopsy procedure the orthogonal views on the navigation system went black and the target alignment error value was over 1000. During troubleshooting, representative removed probes away from field and clicked recenter but could not resolve the issue. The views were cycled and navigus probe was reintroduced but the issue persisted. Issue was resolved after creating a new plan and disabling the old plan. The procedure was completed with the use of navigation. There was a delay of less than 15 minutes. No impact on patient outcome.